Event description:
It was reported that the device would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure; however, the cause of the reported problem has not been determined at this time. The customer was provided a replacement device.